Event description:
A surgeon reported a patient with a myopic outcome and macular edema following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested on 10/05/2011 and 10/18/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).